Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What tissue was the ethilon suture used on? What was the condition of the tissue (diseased, weak, normal)? How was the suture placed (interrupted or continuous)? What date did the patient present with symptoms? Was there any patient event prior to the dehiscence (cough, fall)? What medical treatment was indicated for the inflammation and dehiscence? What date was the second procedure? Can you describe the appearance of the suture during the second procedure? Were the knots intact and the suture broken? Was the suture intact and pulled away from the tissue? What is the surgeon opinion as to the cause of the symptoms? What are the patient age, gender, weight, medical history? What is the current condition of the patient?

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the affiliate that a patient underwent a dalk procedure on an unknown date and suture was used. It was reported that 10-15 days post procedure, the suture broke. The patient underwent another surgery on an unknown date. Additional information has been requested.